Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated they were tried to replace the battery then insulin pump wont turn on, had a blank display. Customer stated contacts on battery cap were not missing or damaged. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.